Event description:
It was reported that a portion of the pump touch screen was unresponsive. Customer's blood glucose was 227 mg/dl. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Device not returned.